Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that 1 years and almost 2 months after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type ii and peri- implantitis.